Manufacturer narrative:
H.6. Investigation summary: one picture sample was provided for evaluation by our quality engineer team. Through examination of the picture, the pink cap was observed loose from the syringe. A device history record review was completed for provided lot number 8303774. The review did not reveal any detected abnormalities during the production process that could have contributed to this incident. A definite cause for this incident could not be determined. The physical sample would need to be provided to evaluate if the loose cap was related to handling or defective components. Our quality team will continue to monitor the production process for this defect and other emerging trends.

Event description:
It was reported that bd eclipse¿ 5 ml bd luer-lok¿ syringe cap was loose. This was discovered before use. The following information was provided by the initial reporter: pink cap loose.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd eclipse¿ 5 ml bd luer-lok¿ syringe cap was loose. This was discovered before use. The following information was provided by the initial reporter: pink cap loose.